Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately tortuous, severely calcified, 90% stenosed lesion. A rotapro 1.50mm and rotawire drive were being used for treatment. While the physician was removing the devices, they noticed that the rotapro and rotawire were stuck on each other. Both devices were removed from the patient together. This issue occurred while the physician was removing the devices, so a new device was not needed to complete the procedure. No patient complications resulted due to this event.

Manufacturer narrative:
Analysis of device by MFR:returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.